Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) was oversensing that resulted in pacemaker inhibition. It was also reported that noise was noted on the ventricular channel with deep inspiration. Cpi received additional information in march 1999 that the ICD was oversensing while the patient was in cardiac rehabilitation.